Event description:
Complainant alleged that while attempting to defibrillator a patient during surgery for an implantable defibrillator, the device displayed an "open air discharge" message. Complainant indicated that the clinician use the device to continue treating the patient. The patient converted, but the complainant was unable to determine whether the patient converter due to the device, or due to the implant. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. User facility clinical engineering department was unable to duplicate the alledged malfunction.